Event description:
It was reported that the patient had developed kyphosis above a t10-ilium posterior fusion that was performed at an unknown time. The hardware in the patient was synthes universal spine system (uss). The surgeon planned to extend the construct to t8 and address and correct the kyphosis. There was sufficient rod above the t10 screws to connect an extension connector and attach a new rod to connect to the t8 screws. While tightening the set screws on the left sided extension connector, one of the sets screws stripped in the connector. The surgeon did not want to leave the connector with the stripped set screws in the patient. He decided to cut the rod from the previous surgery just caudal to the connector to remove the connector that also had the new rod attached. He had to use a metal cutting burr to cut the rod. He then placed a new connector onto the existing rod with another new rod to run cranial. He then connected the rods, tightened the construct and set screws, and successfully completed the procedure. It was reported there was a ten minute surgical delay. This report is for an unknown universal spine system collar. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Event date: unknown; it is unknown when the kyphosis developed. This report is for an unknown universal spine system collar/unknown lot. Implant date: unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.